Event description:
Groshong catheter broke. Pt experienced respiratory arrest requiring intubation and mechanical ventilation. Pt transferred to special care unit. General surgeon removed catheter portion that was retained. Catheter tip sent for culture.